Event description:
It was reported that the user inserted a new dexcom g6 continuous glucose monitor (cgm) sensor but received no readings and later discovered a mismatch between the entered transmitter pairing information and the actual transmitter serial number; the user then replaced the sensor and pairing and restored function, indicating an incorrect procedure during setup and no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to pairing information entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.